Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The wife of the deceased reported that the customer passed away. The only blood glucose reading she is aware of was from when the customer went to the hospital on saturday, (B)(6), 2004. The blood glucose reading at that time was over 600 mg/dl. The customer had been vomitting and stated that he wasn't feeling well the night before around 11pm. The customer removed his pump some time between midnight and 11am the next day. The wife stated that the cause of death was his heart and ketoacidosis. Nothing further reported.